Manufacturer narrative:
Device evaluated by manufacturer: visual examination of the returned device revealed that the balloon had evidence of being inflated. The device was attached to an encore inflation unit and inflated to its rated burst pressure (rbp) without issue. Further visual and microscopic examination of the balloon revealed no damage to the blades. All blades were fully bonded to the balloon surface. No other damage was noted on the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) procedure, cutting balloon removal difficulties occurred. Vascular access was obtained through the right femoral vein. The 50-60% stenosed and de novo lesion was located in the non calcified and mildly tortuous vein. A thruway guide wire and a non-bsc guide wire were placed. The 2.00mm x 8.00mm peripheral cutting balloon was advanced over the thruway guide wire and passed a 180 degrees turn to get through the lesion. The other manufacturer's guide wire was removed and the peripheral cutting balloon was inflated twice to 8atms for 20 seconds. It took 7-9 seconds for the cutting balloon to deflate between inflations. The cutting balloon was deflated and the physician encountered difficulty upon attempting to withdraw the cutting balloon into a 7fr sheath. The patient felt chest pain. The physician re-inserted the other manufacturer's guide wire across the lesion and removed everything as a unit. The cutting balloon was removed from the patient intact; however, the physician noticed upon inspection that one of the atherotome did not refold against the catheter and the blade had overlapped with sheath instead of withdrawing into sheath. The procedure was completed by inserting a new sheath and post dilatation with 10mm x 4.00mm ultra thin sds balloon catheter. The physician rated the angiographic results as "mild improvement". No further patient injuries or complications were reported. The patient's status was reported as "clinical improvement. No complication."

Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) procedure, cutting balloon removal difficulties occurred. Vascular access was obtained through the right femoral vein. The 50-60% stenosed and de novo lesion was located in the non calcified and mildly tortuous vein. A thruway guide wire and a non-bsc guide wire were placed. The 2.00mm x 8.00mm peripheral cutting balloon was advanced over the thruway guide wire and passed a 180 degrees turn to get through the lesion. The other manufacturer's guide wire was removed and the peripheral cutting balloon was inflated twice to 8atms for 20 seconds. It took 7-9 seconds for the cutting balloon to deflate between inflations. The cutting balloon was deflated and the physician encountered difficulty upon attempting to withdraw the cutting balloon into a 7fr sheath. The patient felt chest pain. The physician re-inserted the other manufacturer's guide wire across the lesion and removed everything as a unit. The cutting balloon was removed from the patient intact; however, the physician noticed upon inspection that one of the atherotome did not refold against the catheter and the blade had overlapped with sheath instead of withdrawing into sheath. The procedure was completed by inserting a new sheath and post dilatation with 10mm x 4.00mm ultra thin sds balloon catheter. The physician rated the angiographic results as "mild improvement". No further patient injuries or complications were reported. The patient's status was reported as "clinical improvement. No complication."

Manufacturer narrative:
(B) (4)(B) (4)